Event description:
The hcp reported the pt had been experiencing a decrease in therapeutic results. The symtpoms would increase as the pump got close to empty. A side port aspiration showed good flow. The pump was explanted and replaced. A follow up report will be sent when additional information is received.